Manufacturer narrative:
Device passed the displacement test and self test. However, the device failed the sleep current measurement and active current measurement due to moisture damage on the electronic assembly. Also, moisture damage on motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple replace battery alarms and it was over heating. The customer had changed the battery but the issue persisted after inserting the new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.